Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is making noise and alarming off no power. The customer states he changed the batteries twice but the pump continues to alarm off no power. Troubleshooting was performed and the customer did receive a low battery prior to the off no power. Advised customer to change the battery, but he was not able to. The customer blood glucose level at the time was 175 mg/dl.